Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal end has a chip, the adhesive on the bending section cover (a-rubber) has a chip, no electrical continuity due to corrosion on distal end and the channel tube is crushed, forceps cannot be inserted. Based on the results of the investigation, the most probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the distal end has a chip, the adhesive on the bending section cover (a-rubber) has a chip, no electrical continuity due to corrosion on distal end and the channel tube is crushed, forceps cannot be inserted. There were no reports of patient involvement.